Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 6932-65, implantable tachy lead, (B)(6) 1999. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A power on reset (por) occurred on (B)(6) 2013: type write to locked ram.

Event description:
It was reported that the device alarm was triggered due to an electrical reset. The reset was cleared but all of the previous episode measurements showed ¿0¿ and the charge time was not displayed. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.